Event description:
A monarc subfascial hammock was implanted to for stress urinary incontinence and pelvic organ prolapse. It was alleged that the device caused, "severe and permanent bodily injuries, significant mental and physical pain and suffering, economic losses, infection or inflammation, tissue abrasion and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.